Event description:
A report was received that patient had discomfort at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.